Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system legacy pockets were not detected o bus. Customer tried to reboot, but issue was not resolved. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn(B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the legacy pockets were not detected o bus. A field service engineer (fse) identified that the legacy half height drawer 3.1 could not be recovered. The fse ran the test application, removed all pockets, cleaned the pocket tray, replaced the fuse, reconnected the drawer, and rebooted the system, but the issue persisted. The fse also observed that drawer 3.2 was difficult to open due to damaged rails and planned part replacement. The fse replaced the main legacy half height drawer 3.1 with a new unit, transferred all pockets, accordingly, rebooted the station, reconfigured the drawer, and confirmed that all functions were operating successfully after testing. The system functioned as intended after the field service engineer repaired the device.